Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use intra-aortic balloon (iab) with cs300 intra-aortic balloon pump (iabp), unit leak, helium loss and ¿iab disconnected¿ alarms were generated. There was no patient harm.